Event description:
It was reported that during preparation of a triclip xtw, tension was encountered while translating the handle and clockwise and counterclockwise, and then the clip suddenly jumped and spun around. Additionally, the gripper line would flex up and down when rotating the handle. Therefore, the clip was not used and was replaced. There was no patient impact. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.